Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 9mg/ml at 0. 8mg/day via an implantable pump. The patient¿s medical history included chronic pain. The healthcare provider reported the patient reports alarm sounding 24 hours after refill yesterday. The environmental, external or patient factors that may have led or contri buted to the issue was refill (B)(6) 2024. The patient returned to the clinic for device interrogation and silencing of active alarm. It was noted that the cause for the pump alarming was that the pump had been interrogated with the version 2 software of the tablet for the first time at the refill visit. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.